Event description:
A female pt underwent aaa repair in 2009. The pt's iliacs were extremely tight and calcification was present. Pt had occlusive disease circumferential calcium from externals to the aortic bifurcation. The physician did an angiogram prior to the procedure and placed an 8mm stent in right common iliac at that time. He decided to go ahead with the evar procedure and elected not to perform an open repair, due to some preexisting comorbidities. The iliacs were extremely tight. The physician dilated with 14 and 16 mm hydrophilic coated dilators, and they advanced without difficulty. The physician tried to advance the main body delivery system, and he had significant resistance near bifurcation. The physician removed the delivery system and ballooned the vessel with a 9mm balloon. When the balloon was removed, anesthesia noted a drop in bp and the physician did a flush run and noted that the iliac was ruptured. The physician did a bilateral open iliac repair. Pt was stable on post-operative day one and two.

Manufacturer narrative:
Event is still under investigation at this time.